Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and button was not working. The customer¿s blood glucose level was 400 mg/dl. The customer stated when he pushes the b button nothing working. The customer stated the up and down button was not working either. The customer stated the button stopped working today. The customer stated that the insulin pump was working fine. The high blood glucose troubleshooting was not performed. The insulin pump will not be returned for analysis.